Event description:
It was reported that a patient presented post device implant . Upon review of the electrocardiogram, it was noted that the right ventricular lead exhibited loss of capture. Lead dislodgement was suspected. On (B)(6) 2017 the right ventricular lead was repositioned. On (B)(6) 2017 the ECG again showed loss of capture on the lead. The lead was again repositioned successfully on (B)(6) 2017. The patient was stable post procedure.